Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedural circumstances (implant depth). However, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 21mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2.08mm and left coronary cusp (lcc) was 5.22mm. The patient experienced acute and chronic heart failure that was treated with lasix. Post procedure ECG showed incomplete left bundle branch block (lbbb). The lbbb was also persistent on the discharge ECG, the following day. No treatment was required.